Manufacturer narrative:
Section d4 primary UDI number was updated from (B)(4). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in complaint activity for lot 56154ud00. Trending review did not identify any related trends for the issue for the product. Device history record review did not identify any nonconformances or deviations associated with lot number 56154ud00 and the complaint issue. The overall performance of alinity I tsh was reviewed using field data from customers worldwide. The median population result for lot 56154ud00 is within established limits, indicating that the is performing acceptably in the field. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh for lot 56154ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I free t4 results and a falsely depressed alinity I tsh result for one sample. The following data was provided: initial free t4 result = 1.69 ng/dl, repeat = 1.26 ng/dl. Initial tsh result = 4.31 uiu/ml, repeat = 9.62 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I free t4 results and a falsely depressed alinity I tsh result for one patient. The following data was provided: sid (B)(6), initial free t4 result = 1.69 ng/dl, repeat = 1.26 ng/dl, initial tsh result = 4.31 uiu/ml, repeat = 9.62 uiu/ml & no impact to patient management was reported.

Manufacturer narrative:
Section h6 adverse event problem: medical device problem code was corrected from a090809 to a090810.

Event description:
The customer observed a falsely elevated alinity I free t4 results and a falsely depressed alinity I tsh result for one sample. The following data was provided: initial free t4 result = 1.69 ng/dl, repeat = 1.26 ng/dl initial tsh result = 4.31 uiu/ml, repeat = 9.62 uiu/ml no impact to patient management was reported.